Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the sr8 was visually inspected, and physical damage was found. The reported issue was unconfirmed, no faults identified with reference (B)(4) sensor, original sensor not supplied. The reported issue could not be reproduced. H3 other text : evaluation findings are in section h11.

Event description:
It was reported the device is not functioning correctly. It has been used to insert 8 PICC lines all of which the device has claimed have been inserted and positioned correctly, how ever when the patients have been x-rayed the lines have been revealed to be incorrectly. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed seven other similar product complaint(s) from this serial number. The similar complaints have been reported by the same UK facility. Device not returned.

Event description:
It was reported the device is not functioning correctly. It has been used to insert 8 PICC lines all of which the device has claimed have been inserted and positioned correctly, how ever when the patients have been x-rayed the lines have been revealed to be incorrectly. This report addresses the first device.